Event description:
The clinic reported that during a cataract procedure, there was an unusual noise and the 'continuous irrigation' mode was on without having it activated. The clinic was able to go into the surgeon settings and deactivate the irrigation feature and eliminating the noise. In addition, the clinic reported due to low phaco power during a procedure, there was approx one hour delay. There was no pt injury reported.

Manufacturer narrative:
The phacoemulsification machine and handpiece were examined and tested. The machine was evaluated by an amo service tech at the customer's location. The tech found a pump rotation error when inspecting the machine in the log file. As a proactive measure, the tech replaced the fluidics controller board. The tech noted the fluidic controller did not relate to the low phaco power, noise, and continuous irrigation. The cause of incident experienced by the customer was not able to be determined. The system was verified for all modes of operations and calibrations. The system met amo specifications. There is no add'l info provided.